Event description:
Philips received a complaint on the defibrillator indicating that it displayed a message indicating that the power has no battery backup functionality. There was no patient involvement.

Manufacturer narrative:
Reporter first name: (B)(6). Reporter last name: (B)(6). Reporting institution name: (B)(6) hospital.